Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
At the time of the call, medtronic technical services (ts) requested that the rep connect the blue vga cable to the silver staff monitor cable off the video splitter and the video was restored. Then ts instructed the rep to check the green power light on video splitter - video splitter had no green power light. Next step was to check fan functionality on the multi out power supply - fan did not function. The rep confirmed the other fan running off the multi out power supply was not working either. Ts requested the rep try a different power cord to the multi out power supply and this did not resolve the issue. Replacement multi out power supply part was sent to the site. A medtronic representative went to the site to replace the multi out power supply test the equipment. The part was installed and the system powered on normally. Staff and surgeon monitors powered up and displayed normally. Auxiliary fan was spinning. Camera recognized the spheres. The rep performed three spins with the arcadis orbic. First scan showed with error but came across with second push. Second and third scans came across as expected. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after part replacement. The system was ready for use in surgery. A subsequent surgery using the navigation system was completed successfully. The hardware investigation of the returned multi out power supply found that the reported event was related to a hardware issue. The 28vdc connector was broken. It was not possible to connect to the mating part. However, when connected to ac, the 28vdc output measured in the normal range. All other outputs were non-functional. The cause of the reported incident was found to be due to an electrical failure mode.

Event description:
A medtronic representative reported that during an alif spinal fusion in the acquire images screen both monitors all of a sudden went black. The site was unable to proceed with the s7 system and continued the case with a 3d c-arm. There was no impact to the outcome of the patient.